Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device exhibited intermittent unresponsiveness to wake or unlock, with the touchscreen and app becoming accessible only when the device was placed on a charger, and the device appeared to reset by logging the user out and prompting re-entry of setup information such as weight. Symptoms included inability to interact with the device unless on external power. Outcomes included interruption of normal device use. Investigation included remote troubleshooting and device restart, followed by device replacement for continued malfunction and inspection of the returned device was performed. Investigation of this device revealed a recurring device malfunction consistent with a power management or sleep/wake control issue, potentially involving the user interface or operating system behavior that triggered an unintended reset state. It was concluded, based on previously established findings for similar reports, that the cause was determined to be indeterminate.